Event description:
Follow-up indicated that the hospital kept the device and is not available for return.

Manufacturer narrative:
The device was not available for return.

Manufacturer narrative:
Nevro is awaiting the return of the device. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that during a scheduled lead revision procedure, the anchor was found to be broken into multiple pieces. It is unknown if it broke prior to or during the procedure. No injuries were sustained by the patient and all pieces of the device were removed.